Manufacturer narrative:
The lead was returned segmented; however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they suddenly have to go and when patient stands up they leak. Patient does not think the therapy was ever great but it was better initially and got worse. Patient will all the sudden have to go and when patient stands up they leak. Patient does not think the therapy was ever great but it was better initially and got worse. Patient mentioned they have met with medtronic reps but they always keep patient on program 4. The patient reported that they noticed they had constipation issues that got worse since getting the interstim implant.. Reviewed option to turn therapy off to assess constipation issues. Recommended patient discuss their concerns with managing physician. But noticed they had constipation issues that got worse since getting the interstim implant. Patient wondered if this could be related to the interstim.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their lead had to be replaced because it was broken or something happened to it. When a healthcare provider called in for guidelines, they stated that the patient indicated that their lead had come loose or malfunctioned, so they had surgery done and the healthcare provider had restricted them from excessive movement. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28 ,lot# va1pm2t, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-mar-2022, UDI#: (B)(4). Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device was not as effective as it once was, they were return to baseline symptoms. They denied falling, contributing factors were unknown. The impedances were checked and they were high on all electrodes. A lead revision was completed on (B)(6) 2019, it was reported the issue was resolved at the time of the report. It was noted that during the removal, the lead fractured. As the healthcare provider was attempting to remove the remaining piece, the lead kept breaking off in small pieces. No further complications were reported or anticipated.